Manufacturer narrative:
E1: patient city: (B)(6). Patient country :saudi arabia. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitalization for 4 hours due to low blood glucose level event on 22-sep-2024. The blood glucose level was found to be 15 mg/dl. No further information available.